Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel. During a device replacement procedure, the lead insulation appeared fractured in the pocket. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.